Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Caregiver advised pulled lift out to use and rear right caster broke off and will not screw back in.